Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion located in the mid rca. The device was inspected with no issues. The lesion was pre-dilated. Negative prep was performed with no issues. An image provided indicates stent deformation occurred in vivo. The patient is reported to be alive with no injury.

Manufacturer narrative:
Image review: one photograph was provided from the account, capturing the resolute integrity stent and shelf carton. Deformation is evident to the proximal section of the stent with what appears to be raised struts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device failed to cross the lesion due to the lesion morphology. If information is provided in the future, a supplemental report will be issued.